Event description:
Related manufacturing report: 2017865-2025-16960. It was reported that the patient presented in clinic for follow-up. The patient's left ventricular (lv) was found to exhibit failure to capture. Fluoroscopy was performed to reveal that the patient's lv lead had been dislodged due to the patient twiddling with their pacemaker. The lv lead was explanted and replaced. The pacemaker remains implanted. Patient was stable.